Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/08/2014 with the following findings: the black box starts on 05/15/2014. Due to continuous use of the pump the black box data and histories for the event on 08/01/2013 have been overwritten. Review of the available black box and alarm history shows no errors or alarms associated with the complaint. Total daily dose adds up correctly and reflects the user's programmed basal rates. The pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint, information for the complaint is overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the lay user/patient contacted animas concerned that his basal rates were not being delivered. There was no mention of symptoms or medical treatment received for a high blood glucose excursion. At the time of troubleshooting, the patient declined to review pump settings and history with animas representative to determine if the pump was malfunctioning. Animas customer support made several attempts to reach the reporter to obtain additional information and review the subject pump; however, were unsuccessful in their attempts. There was no reported patient impact associated with this complaint. However, this complaint is being reported because the alleged pump issue remained unresolved at the time of troubleshooting.